Event description:
Rptr had silicone implants in 1974 after a subcutaneous mastectomy for fibrocystic disease. She had 3 open capsulotomies through 1982. Rptr complains of the following recurring problems: encapsulation, rupture, on-going illnesses, confirmed autoimmune disease, rheumatoid arthritis, inflammation, mood swings (manic-depressive illness), chronic fatigue, repeated kidney problems & bacterial infections, culitis, (hospitalized 4 times with kidney problems: suspected stones, acute pain, fever, bleeding), dizziness, fatigue, migraines, joint pain & swelling & swollen lymph nodes, explantation surgery revealed 2 intact double lumen silicone/saline implants (&/or muscle). Earlier nodes saturated with silicone (4 nodes removed).